Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, preventing the user from bolusing for a meal and prompting a switch to backup therapy. Symptoms included slightly elevated blood glucose after eating. Outcomes included interruption of intended insulin delivery via the device user interface and reliance on backup therapy. Investigation included remote troubleshooting and education, confirmation of shipment of a replacement device, instructions to shut down the device, data sync guidance, and arrangements for return of the affected unit. Investigation of this case revealed a damaged display component consistent with physical screen breakage, with no alerts or alarms reported, and no evidence of broader device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device performance.